Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer was unable to troubleshoot because she was cooking during time of call. The customer did not want to stay on the phone until her blood glucose went over 70 mg/dl. The customer stated that she will call back to troubleshoot.